Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the rep on 2017-apr-13. The patient¿s dose of 2.0 mg/ml dilaudid was reported to be 2.4993 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 2 mg/ml dilaudid at 0.444 mg/day via an implantable pump for non-malignant pain. It was reported that the last two months the volumes in the reservoir was more than expected and the patient had noticed his pain level had significantly increased in the past two weeks. Additionally, the patient felt he was having withdrawal symptoms starting 2-3 weeks ago and his managing healthcare provider (hcp) prescribed him oral medication for breakthrough pain. It was noted that there were intervals where he felt no pain relief and then times the pain level decreased. A dye study was then performed "without significant results". During surgery, it was noted that the catheter seemed to be double looped and tightly sutured. The pump segment was removed and replaced with a pump revision segment. When the old segment was removed, cerebrospinal fluid (csf) was noted to have flowed easily from the spinal segment. Upon connecting the new pump segment to the catheter port, the port and catheter were easily as pirated through the catheter access port. The event was resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated. The patient's medical history included lumbar radiculopathy. The patient's concomitant medications included oxycontin.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: added that "the catheter was returned for analysis," which had already been reported in section of follow up regulatory report 001. References the main component of the device system; the other relevant components include: product ID 8780 , serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found that it was torn/broken/melted at or after explant, but it did not affect infusion. There were no significant anomalies. Eval code-result on the catheter updated; eval code-conclusion on the catheter updated.

Event description:
The catheter was returned for analysis.